Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were failed. A field service engineer (fse) identified that the doors 2.1 and 2.2 were disconnected from the bus cable. So, the fse also noticed that the c channels needed to be adjusted and once they were dusted, then the fse verified that the door module clipped to the place properly. So, the fse retested the pyxis bus cable power on the system and verified the proper operation of the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the half height matrix drawers 2.1 and 2.2 failed to detect on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the half height matrix drawers 2.1 and 2.2 failed to detect on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.